Event description:
It was reported that when the patient presented in clinic, an episode of ventricular tachycardia with intermittent ventricular undersensing was observed. Programming changes were recommended, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the undersensing was caused by transient t-wave oversensing.